Manufacturer narrative:
Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 90 units of insulin. Customer¿s blood glucose ranged between 50-100 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.